Event description:
Additional information received from the consumer reported that her hand held device stopped working. The patient ran out of battery due to not charging in time then when she went to turn it back on the hand held device would not work.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The consumer implanted for complex regional pain syndrome type ii reported having poor communication. The patient was able to communicate with their recharger. The patient programmer was placed directly over the implantable neurostimulator (ins) on the skin but they were not able to sync with the ins. The patient declined a replacement programmer and stated that they were going to have a device replacement next month for battery depletion and all she wanted at this point was to be able to turn stimulation on and off. She stated she would use the recharger to turn the device on and off. No symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.